Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.7 inr and 4.7 inr on the coaguchek xs system while a comparison lab returned as 9.0 inr. Patient's coumadin was held, and she was given half of a vitamin k tablet based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.